Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing thresholds. It was confirmed through a chest x-ray that it was dislodged. The physician decided to reprogram the lead. The lead will be monitor and not revised. No additional adverse patient effects were reported.